Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. One radiograph was provided and reviewed by a radiologist with the following assessment: "single coronal CT image of the left hip demonstrates fractured hardware at the junction of the femoral neck and femoral stem. Suggestion of asymmetric position of the femoral head within the acetabular cup which could relate to polyethylene wear. No anatomic deficiencies are definitely seen." Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: unknown proximal revitan part - unknown item and lot #. G2: foreign: poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a check-up due to pain in the trochanter area, approximately 4 years after initial implantation. Imaging test showed that the stem was broken at the trochanter and stem attachment point. The patient was admitted for further diagnostics to plan a revision. Due diligence has been completed for this complaint; to date all available additional information has been received